Event description:
"It was reported that the there was artifact drawn on the electrocardiogram (ECG or EKG) system." Reference report: mw5120546. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).